Manufacturer narrative:
The user facility later confirmed that the issue has been resolved on-site. Therefore, the devices will not be returned. They did some troubleshooting and discovered that the issue may be due to the humidity in their facility. The physician wanted to test this theory and were able to use the original equipment in surgery.

Event description:
The user facility has informed richard wolf medical instruments corporation (rwmic) of an issue regarding a footswitch 1 pedal+3 buttons, part ID: 20951.0401, serial # unknown. According to the physician, the issue started towards the beginning of a laminotomy procedure when the device stopped working. All attempts to troubleshoot were unsuccessful. Due to it, the reported issue caused a 15-minute delay and the scheduled procedure could not be completed. In addition, there was no back-up device available. There was no reported injury or illness to the patient or any other personnel.